Event description:
Zipfix implant is not coming back and replacement will not be provided.

Event description:
It was reported that while doing a CABG surgery, the surgeon implanted all the zipfix in patient, when cinching down, all of them broke during the process. This report is for 1 of 1 for unknown quantity of sternal zipfix with needle.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.